Event description:
It was reported that noise and oversensing were noted on this right atrial (ra) lead. An x-ray was performed, and insulation damage was noted on the lead. This patient was admitted to the hospital for monitoring. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. No adverse patient effects were reported.

Manufacturer narrative:
Patient identifier provided.

Event description:
It was reported that noise and oversensing were noted on this right atrial (ra) lead. An x-ray was performed, and insulation damage was noted on the lead. This patient was admitted to the hospital for monitoring. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. No adverse patient effects were reported.